Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found tubing at port-8 on the blood sampling valve (bsv) was loose and the tubing was replaced. There was no report of any leakage. During troubleshooting, the fse determined the bsv malfunctioned and was replaced.

Event description:
Customer reported erroneous low mch (mean cell hemoglobin) and mchc (mean cell hemoglobin concentration) test results were generated for four (4) patient samples when using the coulter lh 780 hematology analyzer. The test results were determined to be errroneous when compared to results from another analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. Erroneous test results were not reported out of the laboratory for this event. There was no death, injury or affect to patient treatment.